Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a bent cannula and a no delivery alarm on the insulin pump. Caller reported that the infusion set cannula was bent. Customer's blood glucose was 418 mg/dl. Customer treated with a manual injection. Troubleshooting was performed and customer stated that the insulin exited. Customer's current blood glucose was 442 mg/dl. Caller reported that they have contacted their health care provider regarding the high blood glucose. Caller reported the insulin exited at the quick release. Customer was advised to do a complete set change. Caller was advised to monitor the high blood glucose and call back when the tubing clamps are available.